Event description:
The customer reported to philips healthcare that the heartstart xl was unable to charge. There was no patient involvement.

Manufacturer narrative:
(B)(4). A followup report will be submitted upon completion of the investigation.